Manufacturer narrative:
Initial reporter occupation unknown. One device was received with bent microswitch, stained front cover, outdated pcb and power switch, faded and worn line cord, quick connect corroded, enclosure cracked under quick connect, water tank cover cracked on top right. Visual inspection and functional testing were performed. The customer¿s reported problem was duplicated as the water was not rising. The root cause of the problem was a faulty heater. No actions taken by manufacturer; it will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device temperature will not go up. There was no patient involvement, and no patient harm reported.